Manufacturer narrative:
Log file analysis: a review of the controller log files associated with the event captured in (B)(4) confirmed reported flow reduction. On (B)(4) 2015 at approximately 3:20am, a sustained decrease in power consumption and estimated flow were logged; vad parameters indicated a speed of 2700 rpm, power consumption of 2.5 w and estimated flow of 1.4 lpm, below normal operational range for the given speed. 32 low flow alarms were logged on (B)(4) 2015 between 3:06 and 8:06 am. The low flow alarm limit was set to 1.0 lpm. Waveforms of this nature may be indicative of an occlusion event of change in patient state. Clinical correlation is required. One (1) vad stopped event was logged on (B)(4) 2015 at 9:31:38. A motor start event was logged on (B)(4) 2015 at 9:32:51. First data point after motor start was logged at 09:36:51 with a speed of 2700 rpms, a power consumption of 4.0 w and estimated flow of 4.9 lpm; indicating normal operation. The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed reduction in flow and multiple low flow alarms. The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the instructions for use: a "low flow" alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Clinical factors that may have contributed to the patient outcome include the patient's past medical history, comorbidities, and anticoagulation therapy. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced a sudden reduction of pump flows. The site believed that the inflow was completely obstructed by thrombus. A "backwash maneuver under carotid artery protection" was performed. Pump flows subsequently normalized and "the acoustical analysis proved the entire removal of the thrombus from the pump". The thrombus was washed out of the pump and removed from the femoral artery via embolectomy. Investigation is ongoing.